Event description:
It has been reported that for a procedure using a not specified generator the first device didn't work as expected & on the second the jaw broke. No patient consequences were reported. The procedure was finished by using another like device.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.